Event description:
On (B)(6)2012, a vns treating physician reported that after the patient's settings were increased to 1.00ma, the patient had numerous short cluster tonic seizures and went into status epilepticus and was hospitalized. The vns was then disabled due to the increase in seizures and they are currently adjusting the patient's medications. It was later reported that the status epilepticus occurred sometime between (B)(6) 2012. The patient's device was disabled on (B)(6) 2012. The physician feels that the seizures were due to the increase in settings as the event occurred following an increase in settings to 1.0ma output current and the patient's standard settings of 30sec on time/5min off time/250usec pulse width/20hz frequency. The increase in seizures was above pre-vns baseline seizure levels. The patient has been treated with phenytoin loading with good effect. The patient is being treated with 5 medications, vpa, lmt, innovalon, frisium, and phenytoin. The patient is lately begun to taper off of tpm. The plan is to get the patient more stable and then try to increase the vns stimulation again. The regional manager indicated that the neurologist does not really believe that this event is due to vns but that the physician who treated the patient was not confident with vns and wanted it disabled. The patient has previously had events of status epilepticus/cluster seizures. It was later clarified that the increase in seizures that ended up in status epilepticus occurred on (B)(6) 2012.